Manufacturer narrative:
The unit failed the displacement test. The unit had a motor error alarm during rewind due to a motor encoder signal out of phase. Analysis was unable to perform the excessive no delivery test due to motor anomaly. The unit had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's family called in to report a several no delivery alarms. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. It was reported that the customer had stopped wearing the insulin pump due to the alarms and had been taking manual injections. The customer did not have a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.